Event description:
The customer reported that his olympus endoeye hd ii was producing a purple image during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Corrected fields: d9 (information was inadvertently missed on the initial medwatch) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Even after long term testing, the reported image problem could not be reproduced. In addition, the following malfunctions were found during the device evaluation; the heating function was defective due to a broken heater flex board on the insertion section and the video cable was broken. Olympus will continue to monitor field performance for this device.